Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. According to the device history records reviewed for the reported lot number m6068t603, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported on 18-jun-2016 that the nurse suctioned the patient and the ventilator alarmed low volumes, so the nurse called the respiratory therapist. The respiratory therapist found the valve was stuck in the open position and removed the catheter. No adverse event occurred. No additional information reported.

Manufacturer narrative:
One used sample was received without the original packaging. Visual inspection revealed that the sample appeared generally clean. When the sample was initially inspected, the position of the thumb valve did appear to be in a fully upright (locked) position. In this position, the thumb valve should not be able to be pressed down. However, when the thumb valve was depressed, the valve moved into a downward direction (while on locked position). The thumb valve was then turned to the unlocked position. In this position, the thumb valve is supposed to be able to be depress down and it releases back to its original position. In this case, the thumb valve could not be pressed down (while in unlocked position). The sample was then attached to the mobivac suctioning equipment with the suction was set at 120mmhg. Upon connection (while in the locked position) air leak sound was not heard. The distal end of the catheter was inserted in the water that is dyed blue, and when depressed, the suctioning occurred (still while in locked position). When the thumb valve was placed in the unlocked position. The suctioning did not occur. The complaint was confirmed. The evaluation revealed that the issue reported by the facility was linked to the thumb piece being assembled in an inverted position on the valve body, the manufacturing process was reviewed and it was confirmed that the relevant machinery was functioning correctly. No specific root cause has been identified at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).